Event description:
During a premature ventricular contraction ablation procedure using a TactiFlex SE catheter, a small pericardial effusion was observed in the pulmonary infundibulum with transthoracic ultrasound. It was noted that the patient also experienced a vagal response (feeling weak and groggy). The effusion was drained and the patient is stable. It was noted that the vagal response occurred during the pericardiocentesis and lasted for approximately 2 hours post-procedure. There were no performance issues with any Abbott device.